Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced adhesive issues with infusion set on 21-june-2024. Patient reported that tape was not sticking, and lost the infusion set. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6) patient country: united states